Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit had functional issues with the touchscreen. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 04apr19. The filed service engineer (fse) replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 21may2019. A touchscreen was return for analysis. An investigation was performed and the customer reported issue was duplicated, the touchscreen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.